Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the device batch or lot number and additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon could not be removed from the guidewire. The target lesion was located in the peripheral artery. A 5.0mmx100mmx135cm (4f) sterling balloon was advanced for dilation. However, after inflation, it was noted that the balloon could not be removed from the guidewire. As a result, both the guidewire and the balloon had to be removed together and reselect the vessel with a new guidewire. The procedure was then completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Update to field d4: lot number: 0034512228 device evaluated by MFR: the sterling balloon catheter with a 0.018" guidewire stuck inside were returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling and multiple stretching along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the froze on wire.

Event description:
It was reported that balloon could not be removed from the guidewire. The target lesion was located in the peripheral artery. A 5.0mmx100mmx135cm (4f) sterling balloon was advanced for dilation. However, after inflation, it was noted that the balloon could not be removed from the guidewire. As a result, both the guidewire and the balloon had to be removed together and reselect the vessel with a new guidewire. The procedure was then completed with another of the same device. There were no patient complications as a result of this event.